Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax while he was still intubated post-procedurally and sedated. The physician had reportedly mentioned that a pneumothorax was a high possibility for the patient because the patient was already in a very unstable condition. The lesion was located in the right upper lobe peripheral and the size was 8mm. The distance to pleura was 1cm or less. The physician believes that the pneumothorax could have potentially occurred via another biopsy modality. In anticipation of the sensitivity of the procedure, the physician took all measures to detect a pneumothorax throughout the case (fluoroscopy and ultrasound). A pneumothorax was not present at the time of the case; it was discovered a few hours after the case. The initial size of the pneumothorax was moderate; therefore, a 14fr chest tube was placed right away to resolve the pneumothorax. The physician believed a "cryo probe" was the reason for the pneumothorax. The chest tube was removed the next day. The patient's hospitalization was not prolonged due to the event. However, the patient was reportedly still admitted for unspecified underlying issues that were not bronchial related. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 28-feb-2023, a system log review could not be performed since the system logs were not available. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax.